Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the image was lost when the unknown the catheter became stuck on a stent. The icatheter was advanced to the appropriate depth and rotated to adjust its position, and was removed after it was freed from the stent. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.